Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. The broken piece was missing as a result of breakage. The size of the missing piece was approximately 0.101¿ x 0.201¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The following was found during the device evaluation, but is not related to the initial reported complaint: the instrument was also found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. As of 4/14/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (pn: 420183, batch/lot-sequence: n10180206-914) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2018 on system (B)(4). The alleged event occurred on the 4th use of the instrument. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had damage to the conductor wire of the instrument, which could lead to unintended electrical discharge at a location other than intended. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date: this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 4th use of the instrument. Thus, the instrument was not expired at the time. Product is not implantable. The information is unknown. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument was stuck in arm 1 and broke inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site confirmed that there were no broken fragments noted and no injury or adverse consequences to the patient. There was no additional information available on the reported event as of the date of this report.